Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device #1 of 2: reference MFR. Report: 1627487-2015-26713. It was reported the patient is experiencing severe pain near the right kidney when using the one lead. Lead diagnostics revealed multiple high impedances on the other lead. The patient is unable to tolerate the stimulation being turned on. Follow up information identified the patient underwent surgical intervention on (B)(6) 2015 to remove and replace both leads which resolved the issue.